Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type: lead; product ID: 3778-60 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 23-sep-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient was experiencing some loss of therapy on her left side. Pt is unsure what could have contributed the issue. Impedance check revealed contacts on her 8-15 lead >10000. Pt is getting a full system replacement in the future.